Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion as there was large drop in estimated longevity. Device data was sent to engineering for review. Data analysis confirmed premature battery depletion consistent with capacitor degradation and recommended device replacement. This device remains in service. No adverse patient effects were reported.